Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure, an endurant ii etbf3616c145ee bifurcate stent graft was intended to be implanted as part of a chevar procedure  for a patient with an 80mm aneurysm. The device was checked under the c-arm, and it was discovered that the markers did not match the contralateral leg because a e marker was visible instead of the expected 9 marker when coming from the left side. As a result, this device was not used and not inserted into the patient. Another main body stent graft implanted instead.

Manufacturer narrative:
Film evaluation summary: the reported event could not be confirmed based on the single still image provided. Analysis of the image provided did not reveal any obvious out-of-specification stent graft integrity issues. The instructions for use recommends that during device preparation, under fluoroscopy , to " turn the graft cover to align the radiopaque gate marker on the short leg of the bifurcated configuration with the patient¿s contralateral iliac artery." Device evaluation summary: tip was detached on receipt of the device and returned alongside the device. (Note. Image of device as received prior to stent deployment is corrupted and could not be recovered for analysis.) Deformation was evident to the hypotube at the detachment site. In order to support root cause determination the device was reviewed under fluoroscopy with an r d sme. The ¿e¿ marker is visible in the expected position. The device was successfully deployed with no issues noted to the ¿e¿ marker. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.